Event description:
During cardiac cath and planned dilatation pulmonary artery, mid shaft of cath in pulmonary artery fractured with longitudinal tear. When cath removed, transected below (proximal) to long tear. Catheter noted to be extremely brittle near break point. With first attempt to snare proximal fragment, could not be brought into sheath and proximal portion fragmented with 2 sm pieces (2-3 mm) going into lungs. (Lateral segment of rmpa). On second attempt able to snare and remove remaining segment. Decision made to abort procedure. Anesthesia being lightened. When developed bradycardia and emd. Prolonged code with als protocol, placement pacing wire. Obtained rhythm and to ICU. Long term prognosis and neuro status unknown.